Event description:
It was reported that the insulin pump alarmed for a button error after getting wet in the rain. The blood glucose reading was 3.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump had no moisture damage on electronics assembly. The insulin pump received with broken belt clip slot and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.